Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years post implantation, the patient experienced hemolysis, which required multiple blood transfusions. The patient underwent a pump exchange on (B)(6) 2017. It was reported that a heart transplant is not an option for this patient due to an antibody issue. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of the returned device, a small thrombus formation was found surrounding the inlet bearing ball/rotor inlet section, obstructing approximately 10-15 percent of the blood flow path. The thrombus ring showed dark areas of denaturation, appeared to have formed in laminated layers, and was strongly adhered to the blood-contacting surface, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. Visual examination of the remaining blood-contacting surfaces did not reveal any additional developed depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported increase in the patient's lactate dehydrogenase level. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported increase in pump power. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was cleaned, reassembled, and functionally tested under loading conditions with the metal braided shield removed. Functional testing revealed normal pump power consumption and pressure values and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.